Manufacturer narrative:
This report is being sent as follow-up # 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint cannot be confirmed for air leakage issues because a sample was not returned for assessment. Without a sample, the exact root cause cannot be determined. Review of device history record (DHR) cannot be completed due to the unknown lot number. Currently no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).

Manufacturer narrative:
A1: patient identifier: requested, not provided . A2: age & date of birth: requested, not provided. A3: patient sex: requested, not provided . A4: weight: requested, not provided . A5: ethnicity: requested, not provided. A6: race: requested, not provided . D4: lot number: requested, unknown. D4: expiration date: unknown due to unknown lot number. D4: UDI: unknown due to unknown lot number. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. H4: device manufacture date: unknown due to unknown lot number. The actual device was not available for returned; therefore, an evaluation of the actual device will not be conducted. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that the involved tr band was defective. The tr band lost air after being placed on patient's wrist during recovery. An additional tr was required and placed proximal. The patient condition was stable. The procedure outcome was successful. The event occurred post-treatment. The patient was not injured, medical or surgical intervention was not required.